Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer¿s blood glucose was unknown at the time of incident. Customer also reported dark spots on the insulin pump screen making it hard to read. Customer also mentioned that the insulin pump down button was hard to press and there were several unexplained no delivery alarms. No troubleshooting was performed. The product is not expected to return for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the dat test at 0.08675 inches. No excessive no delivery alarms or unexpected motor noise anomaly during testing was noted. The motor was tested outside the device and passed. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. Device received with cracked case at display window corners, display window and belt clip slot. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.